Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user experienced an issue with erratic quality control results and found the sipper probe and dispense nozzle were loose. They tightened the screws and ran calibration and quality control. The user then retested patient samples on cobas e601 analyzer serial number (B)(4) to verify the results. Of the data provided, the results for vitamin b12 generation 2 (vitamin b12) for two samples were discrepant. Patient sample 1 initial result was 1143 pg/ml and was reported outside the laboratory. The repeat result on (B)(6) /2011 was 401.5 pg/ml. The user stated an amended result with the rerun result was reported out. On (B)(6) 2011, patient sample 2 initial result was 810.5 pg/ml and was reported outside the laboratory. The sample was retested on the other instrument with a result of 363.2 pg/ml. He then reran the primary tube on this analyzer with a result of 375.2 pg/ml. He reran a pour off of the sample on this analyzer with a result of 368.0 pg/ml. An amended result of 375.2 pg/ml was reported outside the laboratory. The patients were not treated or adversely affected due to the erroneous results. The vitamin b12 reagent lot number was 16340005 with an expiration date of 03/31/2012. The field service representative determined the pre-wash sipper probe was loose and was out of alignment because a screw had loosened during operation. He verified the user had tightened the screw for the sippers and ran successful quality control and precision testing.